Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system will not power on. Review of the log files shows control module power not ok indicating issue with the pdu (power distribution unit). Customer also stated that power was stable after reset the ups. Upon troubleshooting philips field service engineer (fse) went onsite and found the issue might be related to the m cabinet power supply tray. To resolve the issue, fse replaced pdu fan tray. The defective parts were returned for analysis, for pdu (power distribution unit), malfunction was observed, and the issue was found to be malfunction in the 24v power supply, specifically due to a fault on the pcb (power circuit board) of the defective psu(power supply unit). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.